Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a first phase short circuit protection (scp) during high voltage therapy resulting in less than the programmed high voltage energy being delivered. It was noted that the truncated shock from the scp delivered reverted the polymorphic ventricular tachycardia (vt). Review of clinical data showed a false pacing impedance drop across the right ventricular (rv) and right atrial (ra) pacing pathways and a drop in battery voltage. In addition, the rv lead displayed some undersensing on recorded episodes. The ICD was explanted and replaced, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddbb2d1 ICD; implanted: (B)(6) 2015. Explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.